Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "previous left shoulder replacement. Pain and swelling over recent month. Patient underwent wound washout 2 x weeks ago. Procedure this time was further debridement, more tissue specimens taken, copious lavage and exchange of humeral poly (see usage image below). All other components left insitu. Joint reduced, stable, wound closed."

Event description:
As reported: "previous left shoulder replacement. Pain and swelling over recent month. Patient underwent wound washout 2 x weeks ago. Procedure this time was further debridement, more tissue specimens taken, copious lavage and exchange of humeral poly (see usage image below). All other components left insitu. Joint reduced, stable, wound closed."

Manufacturer narrative:
Please note correction to FDA registration number. It should be 3000931034 - te (mtbonnot) furthermore, please note correction to d3 (manufacturer entity) and g1 (manufacturing site) the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The nature of the reported event does not necessitate a labelling review since the issue is related to a patient and not due to the design of the device itself. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.